Event description:
Device will not power up with ac power or with battery. There was no patient associated with the reported incident.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts information to customer for replacement of power conversion pcb assembly and repair of device.